Manufacturer narrative:
Concomitant products: product ID: neu_adaptor_acc, product type: accessory.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The representative reported that the patient's ins was infected a long time ago and was removed along with the extensions and pocket adaptor. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.